Event description:
Complaint was received stating that an international consumer mistakenly interpreted their blood glucose readings as mmol/l instead of mg/dl and over administered insulin based on that they felt were high readings. There was no report of death or serious injury associated with the event.